Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the epidural lead had migrated. The rep reported that the patient was chopping and sawing wood. The rep reported that the healthcare provider (hcp) ordered x-rays that demonstrated one of the leads had migrated. The rep reported that one lead remained at t7. The rep mapped this lead for paresthesia and was able to capture the patient¿s area of pain. It was unknown if the issue was resolved. No further complications were reported.